Event description:
A customer contacted beckman coulter inc. (Bci) to report a leak in the hydro pneumatic compartment no injury was reported.

Manufacturer narrative:
The customer stated that the waste b exit and waste exit canisters are filled to the top. Customer technical support (cts) assisted the customer emptying 2 canisters and cleaning the spill. The customer stopped and homed the instrument. Cts followed up with the customer and customer stated the instrument is running properly without leaks. A bci field service engineer (fse) cleaned the waste exit float switches. All valves functioning properly. Fse primed instrument several times and observed hydro functions during operation and no issues were noted.